Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with insulin injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the canula is bent from site/set issues. The customer was advised to change the infusion set and monitor the insulin pump for any future issues. No further information was provided.